Event description:
Customer reports obtaining results of hi and 242mg/dl on the same device within 10 minutes. No actions were taken based on the results and no adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.